Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that the patient with this cardiac resynchronization therapy-defibrillator (crt-d) developed ventricular tachycardia (vt) during a follow up after a ventricular threshold test. It was a slow vt and the only therapy available was anti-tachy pacing (atp) in that zone. Atp was unsuccessful. The patient was in vt for about an hour while waiting for sedation/ep cardioversion. The patient did not experience any complications from the one hour episode of vt. Technical services discussed considering turning on shock therapy in the vt-1 zone.